Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device alarmed ¿channel error¿ during an infusion of levophed. There was no report of patient harm. The facility¿s biomed evaluated the device and identified multiple ¿patient-side occlusion¿ and ¿door open¿ alarms, ¿check IV set¿ alerts, evidence of physical abuse, a broken door latch, and defective iui connectors. The iui connectors were replaced.